Event description:
It was reported that the health care professional (hcp) called technical services (ts) and reported experiencing difficulties interrogating this pacemaker system. The hcp declined troubleshooting assistance from ts. Ts recommended for the local field representative be contacted for troubleshooting assistance. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.